Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study: it was reported that during an cavotricuspid isthmus (cti) ablation procedure involving an intellanav stablepoint catheter the patient experienced epistaxis (nose bleed). The physician decided not to continue with ablation, therefore, bidirectional block testing across the cti was not performed. No medical or surgical interventions were performed. The event resolved on its own.